Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer's other blood glucose level was 100 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer does not allege the insulin pump was under delivery. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. The device will not be returned for analysis.